Event description:
It was reported that a pump motor stall was discovered on (B)(6)2010. The stall was discovered when the patient visited his physician, in regards to previously visiting an ER due to experiencing symptoms similar to withdrawal. "Stopped pump period may exceed tube set" was indicated. The patient's wife stated that she had been hearing the pump alarming periodically over the past several months. Hydromorphone (4.0 mg/ml @ 1.605 mg/day), and droperidol (250.0 mcg/ml @ 103.16 mcg/day) were administered via the pump. The medication was adjusted on (B)(6)2010 following the stall, in which dilaudid 8 mg over 4 hours was administered as needed. A dye or motor study were not performed. The pump was later replaced, and the patient received the following medications via the new pump on (B)(6)2010: hydromorphone (40 mg/ml @ 0.0238 mg/day) and droperidol (250 mcg/ml @ 1.48 mcg/day). During the pump exchange, the old pump was expected to have 19 ml of drug remaining, however 25 mls were found in the reservoir. The patient had recovered without sequela following the replacement surgery. It was also noted that the patient had been admitted to a hospital from (B)(6)2010 to (B)(6)2010. At the hospital, 2 CT scans revealed stool impaction. During the hospital stay the patient also experienced increased right knee pain and anxiety.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.